Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-01403.

Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was 40 mg/dl. Customer stated that she was treating base on her sensor readings and the sensor was giving wrong readings and she ended up passing out due to low blood glucose. Nothing further was reported.